Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. No phone number provided. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the cpu tray cover to resolve the reported issue. Unit was tested and passed all tests. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had a damaged thumbwheel on the cpu tray cover. The customer reported there was no patient involvement. Event date not specified; estimate used.